Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss alarm and blank display. The customer stated they had already tried 4 batteries and problem persist. Customer was unable to restart insulin pump with new batteries. Battery cap were not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.